Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a generator error message. This likely resulted in a system lockup, no boot, or shut down situation. There are no reports of injury or death associated with this event.